Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported at implant that the lead was damaged during slitting of the catheter. The lead was not used and was replaced. There were no consequences to the patient. No further information could be obtained.

Event description:
New information available on (B)(4) 2018 states that, there was no lead malfunction. The physician accidentaly slit the lead when slitting the catheter.

Manufacturer narrative:
Analysis was normal. No anomalies were found.